Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported the patient had an occasional shocking at the ipg site. Surgical intervention took place in which the ipg was explanted and replaced to address the issue. Therapy was restored post-op.